Event description:
It was reported that the device showing it was running for 2 hours, but it was clamped. There was patient involvement, but outcome was unknown. Although requested, further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Manufacturer narrative:
Correction: annex b : b21 annex c : c21 annex d : d16 additional information : device eval by manufacturer and manufacturer narrative. Annex a : a25 annex g : g07001 annex b : b01, b14 annex c : c19 annex d : d14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device showing it was running for 2 hours, but it was clamped. There was patient involvement, but outcome was unknown. Although requested, further information was not provided.